Event description:
The pt told the hcp that the device was not working. The battery voltage was ok at 2.60 volts (40-85% used), the impedance was 2715 ohms, and the current was less than 15 microamperes. The device was in a power on reset condition. The pt had no exposure to magnetic resonance imaging or other medical procedures. The hcp planned to monitor the device with the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.